Event description:
Per the info provideed to co by the physician's office the pt was experiencing "pain" as the device was too long.as reported to co, no device/nor device component(s) were replaced. "1 cm rear-tip extender was removed." 12/10/96 upon rfeceipt of the physician/surgeon/s operative report, is stated "pain at the tip of the right cylinder of an inflatable penile prosthesis." Procedure: "shortening of the right cylinder by 1 cm."